Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-02628. It was reported that a rotawire fracture occurred. The stenosed target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. During platforming, it was reported that the advancer cut the wire into half. Procedure was completed with a different device. There were no patient complications reported and the patient status is fine.